Event description:
The customer obtained erroneously elevated results for accutni within the risk stratification range on two patients' samples. The samples were repeated per laboratory protocol and recovered lower results outside of assay precision claims but remained within the risk stratification range. A root cause for this event was not determined.